Manufacturer narrative:
Service inspected the module, performed several troubleshooting procedures and observed gel on the alnty c-sample probe sc, and the part not centered over the wash position. Service replaced and calibrated the part, resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify a trend for the alnty c-sample probe sc. Review of the product monitoring review for clinical chemistry systems identified no similar issues related to the alinity c system, likely cause part, or discrepant results. Device history record review did not identify any non-conformances or potential non-conformances for the alnty c-sample probe sc. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on an alinity c processing module for multiple patients that repeated normal on another alinity. The following results were provided (normal range 1.6 ¿ 2.6 mg/dl): (B)(6) initial result = >9.50 mg/dl; repeat result = 2.50 mg/dl (B)(6) initial result = 6.01 mg/dl; repeat result = 2.05 mg/dl (B)(6) initial result = 9.50 mg/dl; repeat result = 1.89 mg/dl (B)(6) initial result = >9.50 mg/dl; repeat result = 1.98 mg/dl there was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for section a1 patient identifier: sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). All available patient information was included. Additional patient details are not provided. Additional information for section e1 phone number: (B)(6). This issue was previously reported under MDR number 3005094123-2023-00224 under a different suspect device.

Event description:
The customer observed falsely elevated magnesium results generated on an alinity c processing module for multiple patients that repeated normal on another alinity. The following results were provided (normal range 1.6 ¿ 2.6 mg/dl): sid (B)(6) initial result = >9.50 mg/dl; repeat result = 2.50 mg/dl. Sid (B)(6) initial result = 6.01 mg/dl; repeat result = 2.05 mg/dl. Sid (B)(6) initial result = 9.50 mg/dl; repeat result = 1.89 mg/dl. Sid (B)(6) initial result = >9.50 mg/dl; repeat result = 1.98 mg/dl . There was no impact to patient management.